Manufacturer narrative:
This ipg serial number was included in a field advisory.

Event description:
It was reported the patient was unable to connect the ipg with the external devices. The ipg was deemed inoperable (end of life). As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.